Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient contacted a company representative for assistance changing the basal rates in her infusion device. At that time, she conveyed that she had experienced occurrences of low blood glucose. She reported a normal blood glucose range of 100-200 mg/dl. She stated that first occurrence was "last week." She stated that her husband saw her "sweating and shaking" while she was sleeping during a nap. He was unable to wake her. Her son then sat her up and gave her 3 glasses of orange juice. She then awoke and "ate a couple of candy bars". She then reported feeling much better. She stated that there was no blood glucose test completed on that day. The second occurrence was on the evening of contact with the company representative, the same day. On this occasion, she arrived home and took a nap. Her husband again saw her "sweating and shaking" and was unable to wake her. On this occasion he gave her an injection of "glucagon" and then 2 large glasses of orange juice. When she awoke, she measured her blood glucose, which was 76 mg/dl. At the time of contact, her blood glucose was normal. Troubleshooting did not find any issues with the product and she did not report any recent diet, medication, or lifestyle changes. She stated that she can no longer "feel her lows coming on." She did state that she believed she may have over bolused insulin. Her physician recently conveyed to her that her monthly bolus amount average was too high. No product was requested to be returned for evaluation.